Event description:
There was an allegation of questionable troponin t g5 stat elecsys results for 3 patient samples and questionable tsh elecsys cobas e 200 v2 results for 2 patient samples on a cobas e 601 module. Patient 1: the initial tnt result was 25 ng/l. The repeated tnt result was 138 ng/l. Patient 2: the initial tnt result was 11 ng/l. The repeated tnt result was 81 ng/l. Patient 3: the initial tnt result was 9 ng/l. The repeated tnt result was 46 ng/l. Patient 4: the initial tsh result was 6.53 uiu/ml. The repeated tsh result was 34.4 uiu/ml. Patient 5: the initial tsh result was 0.68 uiu/ml. The repeated tsh result was 3.42 uiu/ml. The repeated results were deemed correct. The erroneous results were reported outside of the laboratory to the doctors, who questioned the results. The reagent lot numbers and expiration dates were not provided.

Manufacturer narrative:
The field service representative found the sipper nozzle dripping. He replaced the pinch tubes and syringe seals. He checked the pinch valves and water valves and reseated all the fluidics tubing for the sipper mechanism. The customer performed calibration and qc with acceptable results. The operational and mechanical checks passed. The investigation determined the service actions resolved the issue.